Event description:
This lead was implanted on (B)(6) 2000 and was explanted on (B)(6) 2012, due to infection. The physican was dr. (B)(6) at (B)(6) medical center. No other infromation is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).